Event description:
The complainant allleged that during biomed testing, the device would not charge to 360j and displayed a "status 90" message. The complainant indictaed that there was no pt involvement in the reported malfunction.